Event description:
This lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2013 due to an unknown issue. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).